Manufacturer narrative:
(B)(4). The device was not returned. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002r.

Event description:
It was reported that the nc trek was prepared for use. The protective sheath was difficult to remove; however, it was able to be removed and the device was used. The patient underwent a coronary procedure to treat a target lesion in the left anterior descending (lad) artery. The nc trek dilatation catheter balloon was inflated, at the lesion, without issue, but the balloon could not be deflated. A non-abbott inflation device was used and then replaced with a 20 cc syringe and a 30 cc syringe. The balloon would not deflate. The physician finally broke the dilatation catheter shaft at a location outside the patient anatomy and the balloon deflated. The device was removed without difficulty and there was no adverse patient effect. There was no clinically significant delay. No additional information was provided.